Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had emergency medical services called for her low blood glucose. The customer stated she filled her reservoir and put her old reservoir back into the insulin pump, changed out the reservoir again, and filled the cannula twice. She stated she was confused at the time. The customer reported she was going to lunch but did not eat and the insulin brought her blood glucose down to 30 mg/dl. After the emergency medical technician treated her, her blood glucose was over 300 mg/dl. The drive support cap of the insulin pump appeared to be normal. Nothing further was reported.